Manufacturer narrative:
The investigation into the reported issue has been completed. No product was received for evaluation. A paper stated that the impella' s internal sensor stopped working. Looking at the case and patient updates, there was no mention of the "internal sensor not working." The only mentions of the placement signal was stated on (B)(6) where there was the ps low alarm but that was due to low diastolic blood pressure and then on (B)(6) it was stated that the placement of the device and the lv looked optimal. The data logs show a stable run throughout support with only a few instances of the placement signal low alarm at the time it was reported. There were no issues with the 5s parameters or any instances of the ps going out of range. The device passed all post sterile inspection checks. Due to a lack of product returned and insufficient clinical details provided, the root cause of the optical sensor issue cannot be established.

Event description:
The complainant reported that information was received regarding three pediatric patients listed in the pediatric post-approval study report. One of these patients, identified as subject number twenty, was documented as having an internal sensor on the impella device that stopped functioning, which resulted in the inability to monitor the aortic and ventricular placement signal. This patient had previously been addressed in a prior complaint, which had already been closed. The complainant further reported that the patient ultimately passed away after a decision was made to withdraw care.

Manufacturer narrative:
This report is being redacted after it was determined to be a duplicate of report 1220648-2026-06077. All further reporting and follow-up for this event will be completed under report number 1220648-2026-06077.